Event description:
It was reported by repair work order that the power supply inlet was damaged and scale/bed exit was not functioning due to a malfunctioning scale and power board. It was also reported that the headend lift was not functioning due to a damaged power cord and nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).